Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 803:00; this condition had the potential to interrupt delivery. This condition was found on the general nursing floor. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 803:00 was not confirmed nor duplicated during product evaluation. However, event history log review confirmed the reported problem as failure code 703:00 which was caused by defective user interface module printed circuit board. The user interface module printed circuit board was replaced to correct the reported condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.04.00. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.